Manufacturer narrative:
This supplemental report is being submitted to provide corrections and additional information. Corrected fields: d4 (lot), d7a, d9. Updated fields: b5, g2, h6.

Event description:
The customer clarified that the issue occurred during a hysterectomy, almost at the end of the procedure. The operating room assistant tested the probe with her finger and the probe immediately detached from of the jaw. The complete breakage (detachment) occurred outside the patient. An olympus representative noted that the surgeon cut the round ligament with a "backcutting" technique (didn't grab the tissue and cut it, but the put probe on the ligament activated the grey ultrasonic button and started cutting for a small bit.) Approximately 30 minutes before the detachment occurred. The procedure was completed with an olympus back-up device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the thunderbeat probe broke off. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.